Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with persistent low flow alarms (lfas) and heart failure symptoms. The patient had not had low flow alarms historically and usually had a flow around 4.5-5lpm. The site stated that they ruled out an outflow graft issue and didn't see any inflow issues on echocardiogram. Their lactase dehydrogenase (ldh) was normal. Power was slightly lower than usual (about 0.75-1 watt lower). The site temporarily decreased the patient's hematocrit setting to 20 to decrease the lfas for the patient. When the hematocrit was set to the true value, the patients flows were around 2-2.1. When the patient presented to the ed, they were hypertensive with a mean arterial pressure (map) in the low 100¿s. It was stated that this was not new, and that the site had been dealing with this out-patient and had not caused the present flow change. Since admission, the site maintained a map in the 80¿s with no improvement to the flows. Log file review was requested, and the event log file captured persistent low flow events with the flow hovering mainly around the 2.4 to 2.5 lpm range. It was noted that the pulsatility index (pi) values had settled out in the 3 range and were non-variable. A computed tomography angiography (cta) was performed, but the timing of the contrast wasn¿t ideal. The site was planning additional testing because they suspected some sort of obstruction. It was additionally communicated that outflow graft (ofg) compression was confirmed, and the patient had ofg stenting on (B)(6) 2024 with complete resolution of compression and return of normal ventricular assist device (vad) parameters.

Event description:
An additional CT scan and cta were performed to diagnose the obstruction. No images could be provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft compression could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to the outflow graft compression and resolved with treatment. The log file could not confirm decreased power values. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 04jan2024. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6). No further related events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.